Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/05/2019: updated event description: patient reported complaint: it was reported that on (B)(6) 2018, the patient underwent a c3 to t1 posterior instrumented fusion, c3 to t1 posterior arthrodesis, right-sided c6 and c7 laminoforaminotomy and morselized iliac crest autograft through a separate incision due to cervical stenosis with radiculopathy, adjacent segment degeneration, osteoporosis and sjogrens syndrome and was implanted with one (1) 4.0mm titanium cancellous polyaxial screw 24mm, two (2) 3.5mm titanium cancellous polyaxial screw 14mm, one (1) 4.0mm titanium cancellous polyaxial screw 26mm, one (1) 3.5mm titanium cancellous polyaxial screw 10mm, five (5) 3.5mm titanium cancellous polyaxial screw 12mm , ten (10) titanium locking screw, two (2) titanium curved rod, and one (1) unknown constructs: synapse. Approximately five (5) days after the procedure, the patient noted that she began to have skin lesions located over her back, bilateral clavicle region, neck, face and ears. The lesions were described as spider bites that were tender, and appeared as papules but she did not pop, drain or pick at them. They resolve on their own, however, new ones develop daily. The patient indicated that the skin issue had been ongoing and affecting her daily activities and had been under the care of a dermatologist. An aquanil lotion was used to treat the lesions. The patient alleged that the implant material was not just titanium, the implants were made with another metal and that the label of the implants did not reflect the material that the implant was made of. The patient had or will have testing performed (lymphocyte activation test) but needs to know the material of the devices so that she can compare the test results to what were implanted in her. She requested to have the rod removed but the surgeon was anxious about it. At this time, the rod is still implanted with no revision date scheduled. In 2016, the patient underwent an anterior cervical discectomy fusion (acdf) procedure in c4-c5 level and was implanted with an unknown hardware and noted dysphagia post-surgery.

Manufacturer narrative:
Additional product codes: kwp, mnh, mni. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a second anterior cervical discectomy fusion (acdf) procedure due to cervical stenosis with radiculopathy, adjacent segment degeneration, osteoporosis and sjogrens syndrome and was implanted with one (1) 4.0mm titanium cancellous polyaxial screw 24mm, two (2) 3.5mm titanium cancellous polyaxial screw 14mm, one (1) 4.0mm titanium cancellous polyaxial screw 26mm, one (1) 3.5mm titanium cancellous polyaxial screw 10mm, five (5) 3.5mm titanium cancellous polyaxial screw 12mm , ten (10) titanium locking screw, two (2) titanium curved rod, and one (1) unknown constructs: synapse. Approximately five (5) days after the procedure, the patient noted that she began to have skin lesions located over her back, bilateral clavicle region, neck, face and ears. The lesions were described as spider bites that were tender, and appeared as papules but she did not pop, drain or pick at them. They resolve on their own, however, new ones develop daily. The patient indicated that the skin issue had been ongoing and affecting her daily activities and had been under the care of a dermatologist. An aquanil lotion was used to treat the lesions. The patient alleged that the implant material was not just titanium, the implants were made with another metal and that the label of the implants did not reflect the material that the implant was made of. The patient had or will have testing performed (lymphocyte activation test) but needs to know the material of the devices so that she can compare the test results to what were implanted in her. She requested to have the rod removed but the surgeon was anxious about it. At this time, the rod is still implanted with no revision date scheduled. In 2016, the patient underwent an acdf procedure in c4-c5 level and was implanted with an unknown hardware and noted dysphagia post-surgery. This report is for one (1) ti locking screw. This is report 1 of 3 for (B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint (B)(4).